Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information received indicates that the ipg was successfully replaced on (B)(6) 2025, to and therapy restored.

Manufacturer narrative:
Correction to b5. Additional information received reports that the device longevity meets/exceeds the expectations of the physician. Therefore, this event is no longer reportable.

Event description:
Additional information received reports that the device longevity meets/exceeds the expectations of the physician. Therefore, this event is no longer reportable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.